Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported after stenting post dilatation with the balloon catheter, the balloon ruptured longitudinal at pressure 6 atm. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control and visual inspection of the returned device was conducted during the investigation. The affected product was returned to assist in the investigation. Visual inspection noted that the balloon had a longitudinal and circumferential burst. Microscopic examination does not reveal any nonconformance to the balloon. There is no evidence to suggest that the balloon was not manufactured to specifications. A device history record was reviewed and four non conformances were noted. The non-conformances listed were not related to this failure. The results of this investigation are inconclusive. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.